Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge despite the attempted use of multiple cables and power sources. It was also reported that when the pump was plugged into a power source, the pump would not recognize the power source. Customer reported an elevated blood glucose (bg) level of 305 (mg/dl) and delivered an injection. It was indicated that the current pump would be used for diabetes management.